Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation procedure, patient had blurred vision. The explant was planned. The clinical reason for the explant was iol rotated to -0.26 degrees from the initial placement of 176 degrees. Additional information has been requested.